Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that the medical staff removed the device after they found the defect and replaced it with a new one. A quality evaluation was performed on (B)(4) 2014. The product was tested on (B)(4) 2014. Received was one used i.d 7.5mm, tracheostomy tt basic tube with frosty balloon. Product fitted with pvc bullet valve, connector and neckstrap of corresponding size. Pilot balloon printed with size identification and work order # (B)(4). Under close examination it was observed that the swivel connector was dropped off from the neckstrap assembly. The white od and ID of the machine end of swivel connector and od of connector fixation were all measured and were found to be within specification. Review of the incoming inspection report for the neckstrap used in the work order did not reveal any signs of dimensional failure. The dimension of the neckstrap was found to be well within the specification when measured during incoming inspection upon receipt of the raw material. Review of the assembly work order did not reveal any sign of associated defect detected during assembly or inspection. An analysis on the returned sample showed that it met specification. In addition, the function of the tracheostomy tube is normal during use but the connector detached within one week during usage. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Complainant reports the 15mm white swivel connector detached within one week during usage.